Manufacturer narrative:
(B)(4).

Event description:
The pt felt stimulation in her left arm, but not in her right arm. The pt was admitted to the hospital for revision of her cervical lead. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.